Manufacturer narrative:
H6: patient code c2962 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that no seizure occurred. No further diagnostics were performed related to the stalls and symptoms. No cause of stalls was determined. The pump was replaced on 2020 (B)(6). The patient was going through severe baclofen withdrawal. The issues with stalls and symptoms had resolved.

Manufacturer narrative:
E4 updated to include initial reporter's email address. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 900 mcg/day via an implantable pump for intractable spasticity. It was reported a nurse called stating the patient came into the clinic with severe spasticity and severe intrathecal baclofen (itb) withdrawal. It was indicated that it looked like the patient was having a seizure and had lots of spasms. The company representative then conferenced in the nurse on the call, since the company representative was not with hcp or patient. The nurse confirmed that a pump motor stall occurred on (B)(6) 2020 at 10:10 am and then recovered at 11:15 am on (B)(6) 2020. The pump then stalled again at 12:29 pm on (B)(6) 2020 and had remained stalled. The patient did not recently have magnetic resonance imaging. It was further reported that the patient then woke up at 2:00 am with severe spasticity. No further patient complications have been reported as a result of this event.